Event description:
On 05/19/1998, the following was reported to datascope: the pump had alarmed & it indicated that blood was in the tubing. The nurse checked the catheter & found that it had blood in it. The nurse notified the resident and the iab ws removed. There was no patient injury or complication as a result of the event. The pt was stable after the event on 03/18/1998. The pt remained in intensive care unit with a pulmonary problem. (Event complications): none from the event - reported 03/31/1998 & 05/19/1998. (Pt's current status): stable - reported 05/19/1998.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 06/08/1998). Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.